Event description:
It was reported by svc report that the nut holds the bracket to the pole is bent and does not hold the unit to the pole well. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bent nut.